Event description:
It was reported that 860 luer lok syringe bulk non-sterile contained fm and had a scale marking issue the following information was provided by the initial reporter: "it was reported that the syringes were found to be broken/damaged, scratched, and had black/white dots and illegible graduation markings. Event description per attached email states: following up on the meeting about the syringes defects, as we agreed on our december 17, 2019 meeting that we will be sending samples with the worst case from each defect per month and we will receive a credit memo for the total of defective pieces that will be scrapped. For the month of january 2020 we had a total of 1,202 defective pieces, and the defects were: ¿ broken/damaged ¿ black/white dots ¿ scratched ¿ illegible".

Manufacturer narrative:
H.6. Investigation: 10 samples were received. They were visually inspected. They have no packaging blister. 4 samples have black spots from the ink for the scale marking printing process one of them as also partial printing of the scale, 3 are damaged as follows: plunger rod thumb press and plunger rod rib, barrel and luer tip. One has burnt plastic at the barrel flange from the molding process. Two others have rub marks. It is likely due to molding/ assembly/ printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: 9056781; additional expiration date: 2024-02-29. The customer's address is unknown. (B)(6) USA has been used as a default. Additional manufacture date: 2019-02-25. Investigation summary: 10 samples were received. They were visually inspected. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: they have no packaging blister. 4 samples have black spots from the ink for the scale marking printing process one of them as also partial printing of the scale, 3 are damaged as follows: plunger rod thumb press and plunger rod rib, barrel and luer tip. One has burnt plastic at the barrel flange from the molding process. Two others have rub marks. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: it is likely due to molding/ assembly/ printing process.

Event description:
It was reported that 860 luer lok syringe bulk non-sterile contained fm and had a scale marking issue the following information was provided by the initial reporter: "it was reported that the syringes were found to be broken/damaged, scratched, and had black/white dots and illegible graduation markings. Event description per attached email states: following up on the meeting about the syringes defects, as we agreed on our december 17, 2019 meeting that we will be sending samples with the worst case from each defect per month and we will receive a credit memo for the total of defective pieces that will be scrapped. For the month of (B)(6) 2020 we had a total of 1,202 defective pieces, and the defects were: broken/damaged, black/white dots, scratched, illegible."